Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. A product labeling review identified that the device was used per the instructions for use IFU. Additionally, device migration and pain are noted within the IFU as potential risks associated with the use of the device. Therefore, with the reported observations and the labeling review, it has been determined that the pocket site erosion, discomfort and pain was likely a result of ipg migration which is a known inherent risk with use of the ipg as documented in the IFU.

Event description:
It was reported that the patient experienced pain, discomfort, and pulling at the ipg site on the left buttock. The physician noted that the ipg had tilted and the header was eroding to the surface of the skin. Reprogramming the device initially improved the pain, however, the pain returned a few days later. The patient underwent an ipg revision procedure where the ipg was replaced with an upgraded model and implanted deeper. The patient was stable post-operatively and receiving full pain coverage.

Event description:
It was reported that the patient experienced pain, discomfort, and pulling at the ipg site on the left buttock. The physician noted that the ipg had tilted and the header was eroding to the surface of the skin. Reprogramming the device initially improved the pain, however, the pain returned a few days later. The patient underwent an ipg revision procedure where the ipg was replaced with an upgraded model and implanted deeper. The patient was stable post-operatively and receiving full pain coverage.